Event description:
It was reported that pump experienced repeated malfunctions. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided customer treated high blood glucose with correction injection using multiple daily injections, did not require third-party assistance, continued to use current pump with alternate method as backup, and was provided replacement pump by technical support.